Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it delivering low fio2 (fraction of inspired oxygen) and displaying the very low fio2 (fraction of inspired oxygen) alarm were confirmed. The asp replaced the oax board (circuit board) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the issue to be the oax board.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the device was delivering low fio2 (fraction of inspired oxygen). It was also observed that the device was displaying the very low fio2 (fraction of inspired oxygen) alarm. There were no reports of patient use associated with the reported issue.